Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed the pulse generator exhibited noise. A clinic visit would be scheduled.